Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed alert 41 indicating an insulin shaft rewind error, and repeated restarts did not resolve the malfunction; the device was shut down and the user was advised to revert to backup therapy, with data sync to the mobile app recommended before return. Symptoms included no adverse clinical effects, and the reported blood glucose was 169 mg/dl. Outcomes included device replacement and continued glucose monitoring with the user¿s cgm. Investigation included review of the reported alarm condition and operational history as provided by the user. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.